Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a leak in the forceps elevator and foreign objects inside the light guide lens and distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is likely that the foreign material was not removed from the distal end since the reprocessing was not conducted properly due to leakage from scope connector cover packing and forceps elevator. Additionally, it is likely that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. Residual liquid at the distal end can be detected and prevented in accordance with the following instructions for use: detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Foreign material in the light guide lens can be detected in accordance with the following instructions for use: detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.